Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation on her back under the therapy electrodes. The patient described the area as sores, rash, "burnt spots". The patient stated that she gets a lot of hot flashes, so her back stays wet which contributes to the irritation and causes her skin to burn. There was no alleged device malfunction contributing to the irritation. Patient followed up with her physician who prescribed a cream. (The patient believes she was prescribed hydrocortisone cream). The medical outcome of the rash is unknown as follow up attempts were unsuccessful.